Event description:
It was reported that a physician had successfully deployed an 8mm diameter x 80mm length complete se peripheral stent to treat a lesion in the sfa with in a it was reported that when surgeon tried to remove the delivery system, the tip of the stent sheath got stuck into the stent cells. It was reported that the surgeon tried several times to unstick the sheath and finally managed to do so and removed the stent from the patient when the sheath was removed. A new stent was implanted into the patient because the first one was removed. No patient injury and clinical sequelae were reported.

Manufacturer narrative:
Results: unapproved use of device (device used in the sfa); no results available since no evaluation performed (device or procedural images not provided for review). Conclusion: unable to confirm complaint (device or procedural images not provided for review). (B)(4).